Event description:
On (B)(6) 2013, the reporter stated that a health care worker who works in the ambulatory surgery unit at the facility, was using the insyte autoguard on a patient who was hepatitis c positive. Upon insertion of the catheter, the health care worker pulled the needle out, as opposed to using the push button to retract the needle and she stuck herself. The health care worker claims that this was how she always uses the product. No further information available.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded.